Event description:
According to the reporter, during a laparoscopically assisted distal gastrectomy, while the duodenal was being disconnected, after s uccessfully firing the reload until the end, the knife did not return and the jaws did not open due to the adapter yellow swimlane error displayed on the screen. The green button on both sides were simultaneously pressed for 10 seconds and then a reboot was attempted, but the error did not disappear. Afterwards, the adapter with the reload still connected was removed from the power shell, then the knife was retracted using the manual adapter tool, and the jaws were able to open and was removed from the port. The surgeon then used a separate adapter to resolve the issue. This led to 30 minutes or more delay in surgery. It was also noted that when the reload was unloaded, the adapter was tried on another handle by the sales representative, but it did not calibrate; an error was displayed. There was no patient injury.

Manufacturer narrative:
Concomitant medical product/s: egia60avm egia 60 artic vasc med sulu lot #:unknown; sigphandle sig power sigphandle handle serial #:unknown; sigpshell sig power sigpshell control shell lot#:unknown; sigmret sig power sigmret manual retract tool lot#:unknown. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: d9, g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device and a photo were available for evaluation. The electronic device-use logs were also provided. The primary analysis noted that when trying to connect the adapter to a test handle, the adapter could not be recognized at all. There were no external visual defects. The adapter was connected to a gen2 acc and the adapter log showed an error message. It was reported that the screen displayed a yellow swimlane aligned with the adapter symbol. This indicates a general adapter error. The reported issue was confirmed. The most likely cause could not be established from the information available. The evaluation detected an unreported condition: there were deformations present on the j-hook. The product analysis noted evidence that the device was not used as intended. The issue can occur if the user tried to remove the reload before the firing rod has returned to the proper home position. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: if a stapling reload is difficult to unload: center the reload and fully open the jaws by manually controlling the toggle or press and hold the up control button for two seconds. The articulation will center and the jaws of the reload will fully open. Re-attempt to unload the stapling reload by pressing the reload unload button back toward the power handle, twist the reload counterclockwise 45 degrees and remove the reload from the shaft of the adapter. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.